Manufacturer narrative:
Investigation results: the complaint of a break in the tubing was confirmed. However, the root cause could not be determined. The yellow luer adapter from a 24g nexiva device was received with an extension set. The remainder of the nexiva device was not provided for investigation. The extension tubing of the nexiva device completely broke at the distal end of the luer adapter. A piece of tubing remained adhered within the luer adapter. It appeared that the tubing was properly bonded to the luer adapter. Due to the evidence of use, the break likely occurred after insertion. However, the root cause could not be determined. No damage associated with the manufacturing process was identified on the returned sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Additional information related to patient outcome. See: describe event or problem. Annex f codes updated.

Event description:
1. Yes, the treatment was completed with a delay. 2. No harm to the patient was detected. 3. New piv initiated and new dose of the medication acquired from pharmacy, which was then completed.

Event description:
It was reported that bd nexiva single port IV broke from above the hub. The following information was provided by the initial reporter: patient was receiving IV steroid and was playing with IV. IV broke from above the hub on the line. The yellow connector as well as the blue hub was attached to the line. Line was open in patient's arm. Line given to educator. Impact of incident: delay to treatment/therapy.

Manufacturer narrative:
Delay in treatment is stated. Restarting an IV typically poses a nominal delay and does not indicate that a serious injury has occurred. Follow up questions to customer in progress to clarify patient outcome. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.